Event description:
It was reported during the da vinci assisted surgical procedure; customer was getting recoverable faults on the system. A technical service engineer (tse) viewed logs and confirmed multiple endoscope related errors. The customer reported event has no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscopic controller to resolve the issue. The system was verified and ready to use. The ec was returned for failure analysis and completed investigation. On logs, errors 45310, 45311, 45312, 45314, and 48217 were found to indicate the failure occurred in the field. Visual inspection, no damage was observed on the exterior and interior of the unit. Failure analysis observed no physical damage to the endoscope receptacle. The unit was installed on the golden system where it functioned as expected. All nodes were present, and the image was clear on the vision side cart (vsc). The leds on the endoscopic controller power distribution (ecpd) and dual camera interface board (dcib) were present. The system was set to run 10 power cycles. After testing, the error logs were investigated, but no error was found related to the reported event.